Event description:
Initial result for a patient calcium was 10.8 mg/dl. When repeated, the result was 9.9 mg/dl. The incorrect result was not used to guide patient therapy. The field service rep was unable to determine a cause for the discrepancy.